Event description:
The customer reported that after successfully delivering the first shock via the external paddles, there was a failure to discharge on the second attempt. The users switched to a different defibrillator to deliver therapy and there was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that after successfully delivering the first shock via the external paddles, there was a failure to discharge on the second attempt. The users switched to a different defibrillator to deliver therapy and there was no reported adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.